Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor embedded in skin occurred. Product was not provided for evaluation. The probable cause could not be determined. No injury or medical intervention was reported.